Event description:
Additional information received that the device was explanted to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, pocket erosion was noted at the patient's implant site. The wound at the implant site was treated as appropriate. There were no reported complications at implant and no reported cause for the erosion. The device remains implanted and the patient was stable and will continue to be monitored.